Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient with the cobas e411 immunoassay analyzer. The result from the first tube was 118.9 pg/ml. The initial result from the second tube was 10.02 pg/ml. This result was reported outside the laboratory. The repeated result from the second tube was 117.3 pg/ml. The second repeated result from the second tube was 111.4 pg/ml. The reagent lot number was 486252. The expiration date was requested but not provided.

Manufacturer narrative:
The troponin reagent lot expiration date was (B)(6)-2021. The last calibration was performed on (B)(6) 2020, the calibration signals were slightly higher than expected. Level 2 qc was acceptable. Level 1 qc appears to be in and out of 2sd around the time of the issue. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field b3 has been updated.